Event description:
Patient was revised to address poly wear of the insert and patella. It was reported that the post on the insert had fractured off and the posterior medial corner had broken off. The articular surface of the patella appeared to be delaminating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported polyethylene wear without the product to examine. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.